Event description:
On 19-may-2025: was patient or user harmed? If yes, please explain. The nurse had to perform two injections on the patient, unnecessary if it had worked from the start. The nurse's experience has been that the following needles are difficult to attach to different syringes. Was additional medical intervention/medication required? If yes, please explain. N.a. Could you please provide a date of event? (B)(6) 2025.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and batch number 2409008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit 2ml syringe; however, no signs of defective connection or leakage was observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. We recommend following the instructions for use, which are unique in directing the user to push firmly when attaching the needle to the syringe and to be sure that the clip is activated. Bd needles are manufactured and released according to applicable procedures and specifications and complies with iso (international organization for standardization) standard. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse connection issues with leakage. The following information was provided by the initial reporter: the nurse had prepared and attached the needle to a pre-filled vaccination syringe and had made a puncture in the patient's arm. When the nurse was about to start injecting the drug, the needle came off the syringe and all the drug ran out. The nurse had to start a new vaccination. The experience of the nurse has been that the following needles are difficult to attach to different syringes.